Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 30-oct-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the hcp suspected pump was flipped and a revision was done today but pump was found to be correctly oriented, however catheter was significantly twisted and found to have sheared off at the pump connector. Damaged catheter was removed and replaced with a new 8784 portion of catheter. Back table prime was done with new portion of catheter attached. Distal portion of catheter was not aspirated.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the issue was not resolved. Additional information was provided from a company representative that thecatheter was ¿nowhere near¿ as it was twisted and coiled. The rep had straightened out the catheter to measure during the case for accurate updated length.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Pli 10: analysis identified a deformation in shape of the catheter body. Analysis identified a kink in the catheter body. Pli 40: analysis identified a kink in the catheter body. Analysis identified twisting in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.